Event description:
It was reported that while the handpiece was in the central sterile department it was leaking through the handle. There was no patient involvement.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated when the investigation is complete.